Event description:
Patient implanted with uss hardware several years ago. Patient experienced adjacent level degeneration and underwent plif revision surgery on (B)(6) 2011 with removal of uss hardware at l4-s1. X-rays taken on an unknown date. No reported allegation of product malfunction. This is the 7th of 21 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k)# without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.